Event description:
Analysis of the generator was completed on 04/15/2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was completed on 04/22/2014. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro¿etching conditions have occurred at the break location. The appearance of one strand suggests a stress-induced fracture has occurred. However, due to pitting, mechanical distortion (smoothed surfaces) and surface contamination a conclusive determination of the coil fracture mechanism cannot be made. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was being referred for replacement surgery due to high impedance (>10,000 ohms). It was reported that the patient underwent generator and lead replacement on (B)(6) 2014. The generator was replaced prophylactically. The generator and lead were returned for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date. It is unknown if any patient manipulation or trauma is believed to have caused or contributed to the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.